Manufacturer narrative:
Investigation pending.

Event description:
Caller has bruising on her upper arms and reports that her blood was coming from her finger stick like water. Pt used up all of her supplies tonight testing with 5 finger sticks. Technical services recommended that she go to the ER for a laboratory draw. Pt went to the ER and lab = 9.0. Pt was sent home w/o treatment and told to see her doctor on monday.